Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70 year-old female with high risk of percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. A purge pressure high alarm occurred. The staff troubleshot the alarm and replaced the purge cassette. The new purge disc was not detected even though it was securely in place. After multiple attempts, they switched to a new automated impella controller (aic). After the aic switch, the purge disc was detected but the patient continued to alarm for purge pressure high. The decision to remove the impella device was then made. The patient is stable.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag. To conform to updated procedures, section d2 was revised with updated information.